Manufacturer narrative:
Qn#(B)(4). For complaint related to the same patient and event MDR #3010532612-2019-00233 and tc #1900070176, MDR #3010532612-2019-00235 an d tc #1900070249. Teleflex did not receive the device for investigation therefore the reported complaint that the "wire was unable to be pulled through" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the catheter was in use, the doctor noted that the wire was unable to be pulled through. There are no known patient injury or consequence.

Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00233 and tc # (B)(4), MDR #3010532612-2019-00235 and tc # (B)(4).

Event description:
It was reported that when the catheter was in use, the doctor noted that the wire was unable to be pulled through. There are no known patient injury or consequence.